Manufacturer narrative:
Section f completed by baxter. No other info is available. Review of production records revealed no aberrancies. Characteristic sample has not yet been returned by baxter in canada for evaluation. **evaluation** single used customer sample received. Sample pressure tested and leakage was noted at the vinyl y/2 lead tubing assembly due to insufficient solvent.

Event description:
Per canadian report, account reported an incident in nicu in which device noted to be "leaking" around the "y connector." No pt injury reported. Set change only intervention.